Manufacturer narrative:
Users have fallen during the night. Iron bar on the left side of the walker have broken off, unclear how it occurred. The alpha basic is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s.this alleged incident occurred in the (B)(6).

Event description:
Users have fallen during the night. Iron bar on the left side of the walker have broken off, unclear how it occurred. The alpha basic is the same /similar to a product or products which are, or have been manufactured and/or marketed by invacare in u.s. This alleged incident occurred in the (B)(6).